Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the system reset error occurred in the logs. The failure was not reproduced and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit had an error that results in a system required reboot. There was no report of patient injury.